Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/4/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/27/24. On 12/5/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was hospitalized with dka after experiencing high bg levels for approximately 8 hours. The user reported not receiving insulin on (B)(6) 2024, as confirmed by ilet device logs. The logs indicated the user ran out of insulin on all three occasions, with additional pauses noted on (B)(6) 2024. The device provided alerts for very low and out-of-insulin levels, as well as high bg over 300 mg/dl for more than 90 minutes. The user experienced symptoms of dka, including nausea, vomiting, stomach pain, and an inability to retain food or fluids. Ketone testing showed large ketones. The user's husband drove them to the ER, where they were admitted. Treatments included IV fluids, x-rays, blood cultures, and a 10-unit insulin injection. The user was released from the hospital on (B)(6) 2024.